Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The suspect device has not been returned or evaluated by carefusion.

Event description:
The customer reported while using the vela ventilator, the ventilator is constantly autocycling and the unit is displaying high pip, high rate, low volume and unable to calibrate. The customer reported no patient involvement with this event.